Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced extensive and tight adhesions of bowel to mesh, hernia recurrence, and pain. Post-operative patient treatment included revision surgery.